Event description:
It was reported that during an orif of metatarsal, the surgeon was inserting the screw over the guide wire when a screw broke off during insertion. X-ray image showed the cutting tip of the screw. The surgeon removed all fragments from the wound, and reinserted another screw to complete the procedure. There were no further complications. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The product development evaluation revealed that the screw was returned with the distal tip missing. The design for this screw was reviewed and deemed adequate, as the material choice and geometry is well defined for the purpose. It is not possible to determine the surgical technique used in the operation, therefore the complaint is invalid. The set provides technique and instrumentation for pre-drilling the bone if it is very dense and hard, to avoid a problem with trying to let the screw self-drill. The manufacturing evaluation showed that the tip of the screw is cut off. No flutes are visible on part. The rest of the screw is in good condition. Since the flutes could not be evaluated and the relevant features that could be checked are in specification this complaint is indeterminate from a manufacturing standpoint.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The lot number provided could not be verified; therefore, further investigation cannot be performed. Original awareness date is (B)(6) 2011.